Event description:
The time of event is unknown.there was no report of patient harm.video image failure(objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2490k is available in the USA with a 510k number k131902.we checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the operation channel buckled, the light guide cable buckled, the suction channel buckled, the angle wire play, the air/water nozzle clogged, the bending rubber missing, the operation channel leak, the lg root brace rubber cut, the lg prong top loosened, the u/d pulley wire worn out, and the insertion flexible tube (ift) lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.